Manufacturer narrative:
G4:10feb2021. B4:11feb2021. A philips field service engineer (fse) was dispatched to the customer site and to perform preventative maintenance. The fse confirmed that the device was functional with the old battery. However, the battery is over 5 years old, as a preventive measure, a new one was ordered. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported to philips that the device had a battery failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.